Event description:
The customer reported that the system had a ma readout error message displayed.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep ran a filament calibration. The system accepted the fil cal with no problem. The system is operating as intended.